Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the insufflation tubing was attached to the luer lock on the universal seal, and the luer lock nub broke off inside the insufflation tubing, causing to lose pneumoperitoneum. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically. The loss of pneumoperitoneum was a sudden fast loss of pressure. Due to the loss of pneumoperitoneum, the customer experienced a loss of vision, but did not lose control of the instrument. The surgeon stopped the procedure until they could change out the universal seal to a new one. It was confirmed that there was no patient harm due to the alleged product issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal was analyzed and was found to have the insufflation port broken apart from the seal. The broken piece was returned with the damaged part. The complaint was confirmed by failure analysis.